Event description:
A concern was raised regarding the blue skin discoloration of a pt who was in multi-system failure. The cause of the discoloration was related to the f, d & c blue #1 dye used in the colormark enteral feeding system. This was clearly noted as a precaution by ross. Medical staff's prime concern is the pt's family's reaction to this. In this case the medical staff provided detailed explanation of the reason for the discoloration and this was well received by the family. The rate for this feeding was at 20cc/hr. Subsequent to this situation reviews were done on all pts who received tube feedings with the colormark system, to determine if other pts experienced skin/body fluid discoloration. No other skin changes were noted. In 3 pts urine discoloration was noted. This was a greenish color change to their urine. In 2 of the 3 cases the rate was at 25cc/hr. In one case the rate was at 40cc/hr. In this case the pulmonary secretions were also noted to be discolored as well which may or may not have been related to aspiration. It appears that the discoloration may be associated with the rate of the fluid. In all cases medical staff did not feel this caused any adverse medical effect to the pts. As mentioned the prime concern is that of families' reaction to the skin discoloration. Of note in these cases was the fact that 3/4 had rates of 25cc/hr or less.